Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system¿s geometry blocks, and no movements were available. Several restarts were required to recover. The issue appears after the morning start up and during the procedures. Analysis of the log file from the remote service engineer (rse) found errors related to the geo ipc post. The remote service engineer suggested that the customer check the geo ipc computer and replace it if found faulty. There was no reply from the customer for more than 14 days after the action plan. Since the customer refused the service from philips, no further information could be obtained from the customer. To date the customer has not reported any further geometry movement issues. The codes were updated based on the investigation outcome. On-site evaluation cancelled; no response received for further information.

Event description:
It has been reported to philips that the geometry movements were not available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.